Event description:
It was reported that the device was connected to a patient who was pacemaker dependent. The alarm from the monitor sounded. Patient went asystole. Staff responded, pacemaker checked, and found to be "off". The device was turned back "on" and functioned appropriately. It was also reported that there was no negative outcome for the patient.